Manufacturer narrative:
The field service engineer(fse) was not able to reproduce the reported issue. The fse retrieved the logs from picix- central station and forwarded them to the factory for further evaluation. The alarm log of the monitor was not provided. The central station log files were investigated by the responsible product support engineer (pse).the pse stated that on (B)(6) 2017 at 10:16:16 an alarm was silenced for bed 4901 and afterwards paused/turned off for three minutes. The monitor did trigger an alarm but the pse can't say which one with the provided central station logs. The alarm log of the monitor was not provided. Red alarms and other hr-alarms were triggered for this bed before. The central station did alarm multiple times (red and yellow alarms), these were silenced multiple times and at 10:16 am they were turned off for three minutes. The pse found multiple silenced alarms in the log files and the alarms were also paused for three minutes at the time in question. The problem was solved by instructing the customer. This is considered as all that is warranted for this issue. This complaint does not represent a product/part failure. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the spo2 dropped below the alarm limits but no alarms were triggered or announced. The device was used for monitoring at the time of the alleged malfunction. The patient was blue and the customer was able to revive the patient.